Event description:
It was reported that the patient had two inappropriate shocks due to oversensing. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had two inappropriate shocks due to oversensing. There were no additional adverse patient effects. The system remains implanted. Additional information was received that the shocks were delivered due to oversensing of slow ventricular tachycardia (vt). Based on latitude nxt, this device was interrogated post shock and no setting change were made.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.